Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative: it was learned that this bioprosthetic aortic heart valve was explanted at implant due to worsened mitral valve insufficiency after aortic valve placement. The additional procedure led to an extended bypass time, severe coagulopathy which required treatment, and vasopressor and inotropic support. The explanted device was not returned to edwards for analysis because it was discarded at the hospital. At this time, edwards lifesciences is unable to confirm the clinical observation. Trends are monitored on a monthly basis and if further information becomes available, a follow-up report will be submitted. (B)(4).

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that this 21mm bioprosthetic aortic heart valve was explanted at implant. As reported, after implantation of the aortic valve and CABG, the pre-operative mild-to-moderate mitral regurgitation increased and an unplanned mitral valve replacement was needed. Upon placing the patient back on bypass and exposing the mitral valve, the presence of the bioprosthetic aortic valve made it nearly impossible to view the native mitral valve. Therefore, the 21mm bioprosthetic aortic valve was removed in order to facilitate mitral valve visualization and replacement (mvr). After mvr, new 21mm bioprosthesis was used in the aortic position and hemodynamics stabilized. There was a severe coagulopathy, which was treated and vasopressor and inotropic support were adjusted. Post bypass tee findings were satisfactory and the patient was transported to the intensive care unit.